Event description:
The customer reported an a33 alarm. The blood glucose reading was 244 mg/dl. Prior to the event, the patient changed her infusion set and it said over filled. In troubleshooting, the drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip was noted during the visual inspection. The insulin pump alarmed for a loose drive support disk during the displacement test due to debris inside of the motor slide threads.